Event description:
Patient had called the day before to say that she did not get all of her tpn. Brought in bag and approx 200ml left in bag. Called today to state that there is even more in the bag. Brought pump and bag in. Measured 720ml. Reviewed pump and found all settings correct and looked at the history and found nothing wrong. Called the MFR and talked with them. Suggestions given were to change the tubing on the bags and make sure the access device was functioning correctly. Called pt to double check that she could flush her groshong without any problems. She states that it flushes fine and walked through her connecting the tpn. Took out another pump and flushed the groshong without any problems. New tubing applied to all the bags out in her home. Will followup with pt in the am. Patient called the next day to say that she has approx 400ml in her bag. Asked pt if we could come out tonight when she hooks up and assess the situation. Went out that night and after looking at everything she states that she lays the backpack flat on the chair next to the bag, so it is level with the bed. Upon looking at the backpack laying flat on the table, it looked like the backpack bows in the middle because the straps are put in the pocket. Instructed pt to prop the backpack up on a pillow. Next morning, all tpn infused.